Event description:
It was reported that a malfunction occurred with the device, indicated by code 16-0x20e6. There was no reported impact on the customer¿s blood glucose level. The customer tried resetting the pump by turning it off and on, but the malfunction persisted, leading to the decision to return the device. A replacement pump was arranged for the customer.